Event description:
A (B)(6) year-old male underwent left shoulder arthroplasty on (B)(6) 2008. Intra-operatively, the glenoid bone was reamed and prepared for the biomet glenoid base implant. The trial fit, confirmed by the biomet rep, (B)(6). Prior to screwing the central peg into the actual implant, placement of the implant (hybrid glenoid base, 4 mm medium) was attempted. However, the implant sat proud, which was different from how the trial sat, according to the surgeon. The surgeon re-reamed, re-drilled the necessary holes, and again the trial seated appropriately. Implantation was attempted with a second hybrid glenoid base (4 mm medium), which, as with the first one attempted, also sat proud. Mr. (B)(6) confirmed the way the implant sat versus the trial. The surgeon did not use either of the biomet hybrid glenoid bases, and instead implanted a biomet biomodular keeled glenoid (used same reamer). The biomodular trial fit and the biomodular implant seated appropriately, and was cemented. The procedure was well-tolerated by the pt, who was transferred to the recovery room in stable condition. The surgeon spoke via telephone with biomet engineer (B)(6). This report is the second of the two biomet glenoid bases attempted. A separate 3500a form is submitted for the first biomet glenoid base attempted in same case.